Event description:
It was reported the distal tip of the cannula would not pass through an introducer guide during a biopsy procedure. Upon visual inspection, a burr was noted. Another device was used to successfully complete the procedure without patient complications. The patient's condition is good. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the cannula distal tip was burred. The device exhibited good function during cycle testing. Follow up indicated the device was test fired outside the pt. User technique during preparation of this device may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stablization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."